Event description:
Reporter indicated a patient developed left vocal cord paralysis due to vns lead and generator replacement surgery which occurred on (B)(6) 2012. The vocal cord paralysis was diagnosed by an ent physician.attempts for further information are in progress.

Event description:
All attempts for further information regarding the vocal cord paralysis event have been unsuccessful to date.

Manufacturer narrative:
(B)(4)

Event description:
Information was received confirming the patient's lead product information. No corrective action is needed as there is no new harm or risk established for the patient or user.

Event description:
It was reported that the patient experienced hoarseness for several months resulting from the vocal cord paralysis. It was also reported that the patient had seen a speech-language pathologist and received vocal cord injections due to the vocal cord paralysis. The hoarseness and vocal cord paralysis were reported to have resolved entirely after some months. No additional or relevant information has been received to date.